Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.0/2.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2022.the lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2022 a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).